Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the pd treatment. The patient reported receiving a volume error warning alarm during fill 2 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The pdrn will tag the cycler to discontinue the use. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed the reported event and that fluid was found on the cassette and inside the cassette door. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn could not confirm if the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed due to not normally working at the clinic, however stated the patient was able to complete peritoneal dialysis treatment using new supplies and the same cycler. The pdrn could not confirm if the patient has received the replacement cycler and if the patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending the pd treatment. The patient reported receiving a volume error warning alarm during fill 2 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid did come in contact with cycler. The pdrn will tag the cycler to discontinue the use. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed the reported event and that fluid was found on the cassette and inside the cassette door. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn could not confirm if the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed due to not normally working at the clinic, however stated the patient was able to complete peritoneal dialysis treatment using new supplies and the same cycler. The pdrn could not confirm if the patient has received the replacement cycler and if the patient is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.